Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4)different product applications. The report states that there are no significant trends.

Event description:
Report received that approx 1 month ago the user developed a red rash to the peristomal skin under 100 percent of the white tape collar of the wafer. The redness and rash have improved slightly with the use of corticosteroid spray. Patient outcome was not reported.